Event description:
Customer reported false positive nitrite results on the instrument.

Manufacturer narrative:
The following strips were received from customer for investigation: 2x 304115 (10/2014) 44 strips and 67 strips; 1x 307019 (12/2014) 24 strips where 1 had bent handle typical of getting strip stuck in the bottle cap. 1x 311072 (5/2015) 4 strips; 1x 210090 (4/2014) expired - 51 strips. Siemens evaluated all strips and found out that strips were visually deteriorated in all bottles. No issues noted with the caps, cap liners or bottles. Deteriorated strips are indicative of poor storage conditions or leaving the cap off of the bottle for an extended period of time. As per multistix strips instruction for use, "do not remove the strip from the bottle until immediately before it is to be used for testing. Replace the cap immediately and tightly after removing the reagent strip." The event occurred due to an operator error.

Manufacturer narrative:
The cause for the false positive nitrite results is unknown.